Event description:
Customer reported that the battery springs are bent. No other physical damage was reported by customer and the date when this was discovered was not provided. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed the reported issue. Battery springs are bent. The unit powers up and passes all functional tests. Note: instructions for use state: carefully remove batteries to avoid damage to battery door. Hold alarm vertically upside-down to prevent battery spring from bending during battery installation. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. (B)(4).